Event description:
A malfunction alarm with code malf 9 was reported by the customer. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, and the customer successfully completed the reset. The malfunction did not reoccur, and the customer was advised to continue using the pump and to contact support if any further issues arise.